Event description:
It was reported that this right ventricular (rv) lead exhibited an impedance measurement of 2000 ohms. There was no noise observed. Boston scientific technical services (ts) discussed troubleshooting options with the health care professional (hcp) and that a lead safety switch would occur at greater than 2500 ohms. No adverse patient effects were reported. The lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited an impedance measurement of 2000 ohms. There was no noise observed. Boston scientific technical services (ts) discussed troubleshooting options with the health care professional (hcp) and that a lead safety switch would occur at greater than 2500 ohms. No adverse patient effects were reported. The lead remains in service. Additional information was received and this rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.